Manufacturer narrative:
Operator of device and UDI number are unknown a product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking from the elbow at the bottom where the drain is. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. One device was returned for investigation. Upon visual inspection a cracked enclosure and tank cover, outdated printed circuit board (pcb) and power switch were noted. Filled the tank with water, attached temp check, plugged in line cord, and turned on the power switch and performed functional tests. The device leaked at the drain elbow confirming the customer complaint. The crack in the enclosure near the drain fitting was caused by wear and tear damaged from use of the drain tube. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history review was not performed. Service history review identified this device has not been in for service previously.

Event description:
Additional information received stating there was no patient involvement. Issue was discovered while not in use. Customer was not sure when the date was, that the issue was discovered.